Manufacturer narrative:
Manufacturer's investigation conclusion: driveline wire fatigue was identified through the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(4). (B)(4) was returned assembled with the driveline (dl) severed approximately 5¿ from the pump housing. A distal portion of the dl was returned measuring approximately 33.5¿. The sealed inflow conduit (inlet tube, inflow conduit flex section, and inlet elbow) and the sealed outflow conduit (outflow graft, outflow graft bend relief, and outlet elbow) were returned attached to their respective pump¿s ports. The bend relief collar was returned attached to the bend relief. Upon disassembly of (B)(4), visual inspection of the device's blood-contacting surfaces revealed no evidence of developed or adhered thrombus formations that would have contributed to a functional issue during support. Electrical continuity testing was performed on the returned 5¿ and 33.5¿ portions of the driveline in the condition that the driveline was received, and all wires were found to be electrically intact. Upon disassembly of the driveline, visual inspection of both dl segments revealed no evidence of damage. The returned portions of the driveline were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any areas of current leakage through the insulation of the 5¿ returned section; however the 33.5¿ section revealed damage to the insulation of the orange, green, and black wires approximately 28¿ from the controller connector (10¿ from the pump housing), and damage to the brown wire insulation was observed approximately 28.5¿ from the controller connector (9.5¿ from the pump housing), exposing the underlying conductors. Although a specific cause could not be conclusively determined through this evaluation, the observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed conductors of the orange, green, black, or brown wires contacted the braided shield while the system was operating on a tethered power source, such as the power module with a grounded patient cable or the mobile power unit, the resulting short to ground would have resulted in the low-speed alarms and pump stops that occurred in (B)(6) 2020. Similar events would have occurred if the exposed conductors of any of the wires contacted the braided shield simultaneously or if the exposed conductors from two wires of different phases contacted each other while the patient was connected to either the power module with a grounded or ungrounded patient cable, the mobile power unit, or battery power. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. The device was rebuilt and functionally tested under load conditions using a mock circulatory loop and a test distal segment of driveline. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(4) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 26aug2016. No further information was provided. The manufacturer is closing the file on this event. Related manufacturer's report number capturing suspected short to shield march2020: 2916596-2020-01261.

Event description:
The heartmate ii pump, (B)(4), was returned following the patient's routine heart transplant which revealed driveline wire damage.